Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker was found to be in back-up vvi mode. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.